Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Inflation: encore26. Guide cath: mach1. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that only the explanted stent implant was returned. There was blood on the stent struts and no contrast visible which is consistent with the reported information that the stent was deployed in the body and explanted. The entire length of the stent was mangled consistent with the reported interaction with the ivus. There was no other damage noted to the stent implant. The intravascular ultrasound (ivus) catheter used during the procedure was not returned. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units is destructively tested to verify proper inflation and stent deployment and stent uniformity of expansion. In this case, the promus stent was successfully implanted and the ivus was used to confirm stent expansion. Subsequently, the ivus interacted with the implanted stent and became stuck, thus the stent expansion could not be confirmed. The inner shaft of the ivus was removed and a guide wire was inserted to remove the ivus catheter; however, this was unsuccessful. The guide wire was then advanced along the side of the ivus, outside the catheter for removal. The devices were removed together from the anatomy. After removal of the ivus is was noted that the stent had entangled with the tip which resulted in the explanted stent. Additional information was requested to determine what pressure the stent was deployed to; however, no additional information was able to be obtained. It appears that the stent was successfully deployed with no issues. The ivus was used to confirm wall apposition and subsequently resulted in an interaction between the deployed stent and the ivus which led to the explanting of the stent. Although the apposition of the stent could not be confirmed as a result of the interaction, there is no indication of a product deficiency as the stent was successfully deployed. As a result, the reported difficult to position, difficult to remove and interaction between the ivus and stent (device damage by another device) appear to be related to the operation context of the procedure. It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex with heavy calcification and the 2.5 x 8 mm promus was direct-stented in the lesion. It should be noted that the promus instructions for use (IFU) states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent. It is possible that the lack of pre-dilatation contributed to the reported interaction between the deployed stent and ivus. A search of the lot history record indicated no related nonconformance material records for the lot and a search of the complaint database indicated no related incidents have been reported. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex with heavy calcification. The 2.5 x 8 promus was advanced and direct-stented in the lesion. Intravascular ultrasound (ivus) was performed to confirm stent expansion; however, the ivus catheter became stuck with the implanted stent, and it was not possible to confirm stent expansion. The inner shaft of the ivus was removed and a guide wire was inserted to remove the ivus catheter; however, this was unsuccessful. The guide wire was then advanced along the side of the ivus, outside the catheter for removal. The devices were removed together from the anatomy. Outside the patient, it was noted that the stent had entangled with the ivus catheter 4 cm from the distal tip of the catheter. A 2.5 x 12 promus was successfully implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.